Event description:
Allegedly plate was broken when removed. Patient had healed, fused, and had bony union. Original surgery 1 year ago. (B)(6).

Manufacturer narrative:
This is a reportable malfunction. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. X-ray and photographic images were reviewed. The product was not returned. (B)(4): evidence that product in specification when used.